Manufacturer narrative:
Product ID 3889-28, lot# va0tajk, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0tajk, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was an infection at the pocket site. The health care provider (hcp) saw discharge from the pocket site yesterday on the patient¿s visit to the office. No troubleshooting was done and the action taken to resolve the issue was that they explanted the lead and implantable neurostimulator (ins) today. The ins and lead would be replaced in the future. The issue was resolved at the time of report and the patient was alive with no injury. The ins and lead would not be returned as the customer discarded of them.